Event description:
Healthcare professional informed that one of the implant was ruptured, the doctor was going to place it in the patient. Device was not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis: visual analysis of the identified photos: opening on anterior and red particles in the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: one of these implants ruptured as doctor was going to place it in patient.

Event description:
Healthcare professional informed that one of the implant was ruptured, the doctor was going to place it in the patient. Device was not implanted.